Event description:
The patient had a primary knee surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in reporting pain due to falling and fracturing the patella. The surgeon performed a patellectomy and retinaculum repair and revised the poly. The surgery was completed successfully. On (B)(6) 2021, the patient came in reporting pain due to a quad tendon rupture and the cause of the quad tendon rupture is unknown. The surgeon performed a quad tendon repair and revised the poly. The surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 march 2022: lot 189537: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 2024-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.